Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va1auxd, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that an infection was discovered in one of the incisions on the patient's head, and as a result they had the system on their left side explanted. The patient was currently taking antibiotics, and when they were done with antibiotics and fully recovered from surgery they were to have a new system implanted on their left side. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Fdc 22 has replaced fdc 92, fdp (B)(4) has replaced fdp (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the cause of the infection was staph epi and staph lugdunensis. The hcp reported that the patient will be on IV antibiotics (nafcillin) through (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The infection was confirmed and the patient was re-implanted with a new system on (B)(6) 2017. No further complications were reported/anticipated.